Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a catheter. The customer reports that the catheters can not be visualized on film.

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, the results will be forwarded.